Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks from the right ventricular (rv) lead which the physician speculated were inappropriate. The lead remains in use. No further patient complications have been reported as a result of this event.